Event description:
The customer's husband reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 360 mg/dl. The customer's husband stated that the insulin pump alarmed. No delivery prior to the event. The customer changed her infusion set three times to try to resolve the alarm. Troubleshooting was performed, and the insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.